Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including other neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments and lists neurological dysfunction as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to an outside emergency department with aphasia and transient ischemic attack (tia) confirmed on (B)(6) 2023. The patient was then admitted at their facility on (B)(6) 2023 with aphasia and subtherapeutic international normalized ratio (inr) and went to the emergency room. The inr goal increased 2.5-3 given tia, and a head computed tomography (CT) scan was negative. The patient started low dose aspirin on (B)(6) 2023, went home and was doing well as of (B)(6) 2023. There were no further symptoms, and the patient was being monitored on ongoing basis.